Event description:
It was reported that the patient¿s rhythm is atrial fibrillation (af) but due to undersensing device is not mode switching to ddir. The clinician decreased atrial sensitivity and the af was then sensed most of the time but device did not mode switch. Decreased at/af detect rate down and the device mode switched appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2008. (B)(4).